Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastric bypass the surgeon was attempting to insert the cartridge and anvil into the two enterotomies for a side by side anastomosis. The anvil perforated the small bowel; 60mm of the small bowel was resected to eliminate the perforation and the procedure was continued. The surgeon stated that the procedure was successful and that the perforation was not the fault of the stapler. There was patient injury - small bowel perforation, resected and repaired during procedure. There was no user involvement or user injury. There was unanticipated tissue loss. There was no extension of the incision by more than 1 inch. There was no unanticipated blood loss of more than 500cc. There was no delay in surgery time of over 30 minutes - the surgeon was able to fix the condition in a timely manner. No device fragment fell into the patient cavity. The rep is unsure if other reinforcement was used in the case.